Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the cause of the damaged acoustic lens likely occurred due to stress and/or handling the device. The nozzle was clogged with foreign material, therefore, it is possible that the reprocessing could not be performed normally and the foreign matter remained. The specific root cause could not be determined at this time. The following information is stated in the instructions for use (IFU): "3.2 inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported that a problem with the air/water channel of the evis exera ii ultrasound gastrovideoscope was noted. During a standard service inspection of the customer returned device, acoustic lens damage and nozzle unit clogging were observed. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. In addition, an acoustic lens damage and nozzle unit clogging were observed. Furthermore, a loosen connector, bending section cover protruding, connecting tube scratch, knob torque less or specified value, angulation wire play, distal end deform, probe unit dent, and grip unit scratch were noted. The probable cause was due to wear and tear damage with customer mishandling and with increasing use/time. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.